Manufacturer narrative:
(B)(4).to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date in 2013 and the mesh was implanted. It was reported that vagina top and rectum too tight; placed mesh. It was also reported that the patient with pain due to mesh gets euthanasia. It was reported that the patient suffers unbearable pain from the mesh that will not improve anymore. It was reported that patient received a mesh left in her stomach and it hurt her and in 2015 they tried to remove the mesh which only partially succeeded; they were fused with her tissue. It was also reported that the patient's health condition was getting worse and eventually led to complete disability and psychological problems. It was also reported that the patient can barely walk anymore, can't sit, not even in a wheelchair, and she lies all day. It was also reported that the patient's mesh is made from inferior material that is glued, but that also has an effect on the autoimmune system. It was also reported that the patient ended up in psychiatry and has somatic complaints. It was also reported that the mesh is stuck in the abdominal wall.